Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("there was no evidence of the left-side essure coil /migration of essure device ¿ location unknown"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("bleeding / abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 626979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spina bifida and tethered cord syndrome. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy) and surgery (laparoscopy,enterolysis, freeing of the right fallopian tube, bilateral tubal ligation). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, abdominal pain and abdominal distension outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: physican performed a laparoscopy, enterolysis, freeing of the right fallopian tube, bilateral tubal ligation, and retrieval of the right essure device. Patient has not yet been able to have the left-side essure devices located and removed. Essure removal date provided as (B)(6) 2009. Diagnostic results: on 21-jan-2017 : hysterosalpingogram - it was demonstrated that both fallopian tubes were patent and the essure coils were independent of the distal segment of each fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity'), device dislocation ('there was no evidence of the left-side essure coil /migration of essure device ¿ location unknown'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('bleeding / abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. 626979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spina bifida, tethered cord syndrome and premature birth. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 14 days after insertion of essure. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy and laparoscopy,enterolysis, freeing of the right fallopian tube, bilateral tubal ligation). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, device dislocation, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: physican performed a laparoscopy, enterolysis, freeing of the right fallopian tube, bilateral tubal ligation, and retrieval of the right essure device. Patient has not yet been able to have the left-side essure devices located and removed. Essure removal date provided as (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: new pfs received- new event added: migration of essure device location of device: uterine cavity. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("there was no evidence of the left-side essure coil /migration of essure device ¿ location unknown"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("bleeding / abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 626979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spina bifida, tethered cord syndrome and premature birth. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 14 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy) and surgery (laparoscopy,enterolysis, freeing of the right fallopian tube, bilateral tubal ligation). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: physican performed a laparoscopy, enterolysis, freeing of the right fallopian tube, bilateral tubal ligation, and retrieval of the right essure device. Patient has not yet been able to have the left-side essure devices located and removed. Essure removal date provided as (B)(6) 2009. Diagnostic results: on (B)(6) 2009 : hysterosalpingogram - it was demonstrated that both fallopian tubes were patent and the essure coils were independent of the distal segment of each fallopian tube. Failure to occlude ( close ) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal pain" were added. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("there was no evidence of the left-side essure coil /migration of essure device ¿ location unknown"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("bleeding / abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 626979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spina bifida and tethered cord syndrome. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy) and surgery (laparoscopy,enterolysis, freeing of the right fallopian tube, bilateral tubal ligation). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, abdominal pain and abdominal distension outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: physican performed a laparoscopy, enterolysis, freeing of the right fallopian tube, bilateral tubal ligation, and retrieval of the right essure device. Patient has not yet been able to have the left-side essure devices located and removed. Essure removal date provided as (B)(6) 2009. Diagnostic results: on (B)(6) 2017 : hysterosalpingogram - it was demonstrated that both fallopian tubes were patent and the essure coils were independent of the distal segment of each fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain , bloating", reporter,lot number, historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("there was no evidence of the left-side essure coil") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy,enterolysis, freeing of the right fallopian tube, bilateral tubal ligation,). At the time of the report, the pelvic pain had not resolved and the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: physician performed a laparoscopy, enterolysis, freeing of the right fallopian tube, bilateral tubal ligation, and retrieval of the right essure device. Patient has not yet been able to have the left-side essure devices located and removed. Diagnostic results: on (B)(6) 2017 : hysterosalpingogram - it was demonstrated that both fallopian tubes were patent and the essure coils were independent of the distal segment of each fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.